Event description:
Pt called in 2002 alleging that both of their surestep meters were reading inaccurately low. Pt got a reading of 15mg/dl on the both surestep meters. "Pt drank sugar and ate food." Pt then went to the emergency room where their surgar was over 500mg/dl. Pt was given an IV to bring their sugar down. Pt's strips were expired. Sending letter. No further info has been reported.